Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the dat test. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's daughter that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 33 mg/dl at the time of admission. The caller stated that the pump emptied all the insulin into the customer after a set change. The caller states the fill cannula step did not work. The customer was given intravenous fluids to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the caller believes the pump over delivered. The insulin pump will be returned for analysis.